Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had a damaged display module. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code).

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) unit had a damaged display module. There was no patient participation reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. The fse inspected the monitor connections and cables. Then, the fse corrected (tightening) the monitor shielding. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a.